Manufacturer narrative:
The xhibit central monitor was subject to a field corrective action recall number z-2885-2016. Since this recall was implemented at the site, the reported problem has not recurred. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report that on (B)(6) 2016, that telemetry waveforms in one waveform zone began to display intermittently at the xhibit central monitor. The issue was resolved by performing a system reset. No one was injured as a result of this event.